Event description:
It was reported when using the bd vacutainer® cat (clot activator tube) plus blood collection tubes, the device experienced erroneous results. The following information was provided by the initial reporter. The customer stated: our vets have used these blood collection tubes many times, but suddenly have had a reaction with random tubes that is possibly not correct. This is a great concern as this could affect results, as all samples are sent for testing at various laboratories, with the expectation of results that will determine a course of treatment. Usage is on-going and a daily occurrence ¿ hence our sense of urgency.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: bd had not received samples, but 1 video was provided for investigation. The video was reviewed and the indicated failure mode for poor serum was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd does not have animal data for this product family. The veterinary use is considered an off-label use of this product. This complaint has been confirmed for poor serum based on the video provided. Bd determined that the root cause of the indicated failure mode was attributed to pre-analytic handling errors. - how long are samples allowed to clot prior to processing? Customer response: up to 24hours bd comment: minimum clotting time 60 minutes. Per IFU: "separation of serum or plasma from the cells should take place within 2 hours of collection to prevent erroneous test results unless conclusive evidence indicates that longer contact times do not contribute to result error" how many inversions are done to the sample after collection? Customer response: varied. From none to approx. 5. Bd comment: the bd serum tube should have 5 gentle and complete inversions to allow the clot activator to facilitate clotting what type of centrifuge is used - fixed angle or bucket customer response: fixed angle what rcf and time is used? Customer response: rpm of 10000/min for 20min ¿ still just a solid serum clot bd comment: centrifugation (in the case of serum) must be performed after complete clot formation. Appropriate centrifugation time and speed must be utilized according to instructions for use for an individual tube type. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® cat (clot activator tube) plus blood collection tubes, the device experienced erroneous results. The following information was provided by the initial reporter. The customer stated: our vets have used these blood collection tubes many times, but suddenly have had a reaction with random tubes that is possibly not correct. This is a great concern as this could affect results, as all samples are sent for testing at various laboratories, with the expectation of results that will determine a course of treatment. Usage is on-going and a daily occurrence ¿ hence our sense of urgency.